Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a procedure the subject coil prematurely deployed in the catheter. No clinical consequences were reported to the patient due to this event. No further information is available.

Manufacturer narrative:
B1: adverse event/product problem ¿ corrected - no ¿product problem¿. H1: type of reportable event ¿ corrected - no ¿malfunction¿. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the col delivery wire was seen to be kinked. The main coil was seen to be stretched. The main coil was not detached. Functional inspection: n/a. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed based on the device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer ¿the coil prematurely deployed in the catheter¿. An assignable cause of ¿not confirmed¿ will be assigned to the as reported main coil prematurely detached/separated during use, as the reported event was not confirmed during visual inspection. An assignable cause of procedural factors will be assigned to as analyzed main coil stretched as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of 'handling damage' will be assigned to the as analyzed coil delivery wire kinked/bent as the defect appears to be associated with handling of the product or portion of the product during preparation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a procedure the subject coil prematurely deployed in the catheter. No clinical consequences were reported to the patient due to this event. No further information is available.